Event description:
Strong odor of melting or burning plastic was noticed by operative staff during procedure. Smell was determined to be isolated to the cv or room. Light source was noted to be exceptionally hot to the touch and scent was exceedingly strong around unit. Unit was unplugged and removed from the room, biomed notified. Replacement light source brought into room, case continued as per the norm. Biomed technician found a defective electronic component (electrolytic capacitor) in the power supply section. Capacitor was replaced. Checked operation of light source for more than 2 hours. Returned light source to service.